Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had an ECG signal acquisition problem. There was no patient ham reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, e1(initial reporter and phone#), e2, e3, g3, g6, h2, h10.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: e1(event site telephone). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the external jack connector seemed to have taken a hit. The jack moved a lot inside of the connector. The decision was made at the time to leave the patient with the direct ECG cable. The fse returned the following day after the customer reported untimely processing stops without turning off the unit. The fse replaced the front end board. A complete functional check and electrical safety checks were performed. There were no more issues with ECG connectors.

Event description:
N/a